Manufacturer narrative:
The device log was analyzed for the reported date of event. It was found that the o2 and co2 sensors did not detect any metabolism. The inspiratory and expiratory values remained the same. It can be assumed that probably another device was used for o2 and co2 monitoring. Questions were asked for clarification, but unfortunately were not answered. In addition, the o2 concentration sometimes dropped from the set ~100% to ~21% within 15 seconds, which indicates that ambient air was being drawn in via the sample line. Questions were also asked about this, but also remained unanswered. The integrated patient gas monitoring ensures that deviations from set/expected gas concentrations are obvious and alarmed depending on the limits adjusted by the user. Neither ventilation nor gas delivery will be affected, as gas readings are not used for control purpose. The in-depth log analysis has revealed that during the initial log evaluation the entry ¿no movement from pisten¿ was incorrectly interpreted as a vent fail. For the current case the ventilator was temporarily stopped due to a negative airway pressure but did not result in a peep drop to ambient air. Corresponding alarms were posted to inform the user about the situation. No hints for a device malfunction found. We have been informed that the device is back in operation and that no further problems have occurred since then. Finally, based on the available investigation results, the case is retrospectively assessed as not reportable. Note: in the first follow-up report for this case the coding was incomplete. This was now added.

Event description:
It was reported that the device had discrepancies on o2 readings. Log analysis revealed that also a ventilator failure occurred on the reported date/time of event. No injury reported.

Manufacturer narrative:
The device log was analyzed for the reported date of event. It was found that the o2 and co2 sensors did not detect any metabolism. The inspiratory and expiratory values remained the same. It can be assumed that probably another device was used for o2 and co2 monitoring. Questions were asked for clarification, but unfortunately were not answered. In addition, the o2 concentration sometimes dropped from the set ~100% to ~21% within 15 seconds, which indicates that ambient air was being drawn in via the sample line. Questions were also asked about this, but also remained unanswered. The integrated patient gas monitoring ensures that deviations from set/expected gas concentrations are obvious and alarmed depending on the limits adjusted by the user. Neither ventilation nor gas delivery will be affected, as gas readings are not used for control purpose. The in-depth log analysis has revealed that during the initial log evaluation the entry ¿no movement from (B)(4)¿ was incorrectly interpreted as a vent fail. For the current case the ventilator was temporarily stopped due to a negative airway pressure but did not result in a peep drop to ambient air. Corresponding alarms were posted to inform the user about the situation. No hints for a device malfunction found. We have been informed that the device is back in operation and that no further problems have occurred since then. Finally, based on the available investigation results, the case is retrospectively assessed as not reportable.

Event description:
It was reported that the device had discrepancies on o2 readings. Log analysis revealed that also a ventilator failure occurred on the reported date/time of event. No injury reported.

Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.

Event description:
It was reported that the device had discrepancies on o2 readings. Log analysis revealed that also a ventilator failure occurred on the reported date/time of event. No injury reported.